Manufacturer narrative:
The insulin pump with unresponsive down arrow buttons due to corroded keypad traces. Device was received with operating currents within specifications. No unexpected battery out limit alarms were noted. Device was received with cracked case at display window corners and battery tube threads. Device was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 220 mg/dl. Troubleshooting was performed. The device was returned for analysis.